Event description:
Additional information received on 6/20/2024 for report mw5154728 to change the manufacturer to diasorin molecular llc.

Event description:
Blood test hsv 2 igg (herpes simplex virus 2 type-specific antibody), ab herpesselect has been producing false positives for me over the course of 10 years with values of 1.36-1.83. I recently learned about the high rates of false positives on low positive results (1.10-3.00) and after assertively requesting a confirmatory test - hsv 2 igg inhibition assay because none of the 3 providers I spoke with understood the rate of false positives, I received a negative on the inhibition assay. This has caused years of interpersonal issues, anxiety, and depression due to social stigma around hsv2.